Event description:
Reporter alleged a blood glucose result of 922 mg/dl was reported by the aviva system. Results above 600 mg/dl are outside the reportable range of the device and the device should display "hi" for these results. The reporter stated that the customer is bedridden and unable to communicate symptoms. The reporter stated that the customer was treated with 10 units novolin n insulin. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.